Event description:
It was reported that during surgery, it was found that the polymer was leaking from the inner pouch. Another pouch in the same box was opened and the polymer was also leaking. The procedure was completed using another new box of simplex p.